Event description:
It was reported that during troubleshooting for an unrelated alarm on the homechoice (hc) machine during the initial drain, the home patient (hp) stated that they had reused single use supplies. The hp was troubleshooting because there was air present in the setup due to an incomplete prime and the hp was instructed to reinsert the cassette and go through the setup again. However, the hp did not start over with new supplies. The technical service representative (tsr) assisted the hp to end the therapy and instructed to start over with new supplies. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with the statement, this device is intended for single use only. If additional relevant information becomes available, a follow up report will be submitted.